Event description:
During a l5-s1 lumbar interbody fusion with posterior spinal fusion and instrumentation procedure, the surgeon requested a 70 mm blade for the maxcess retractor system. The next week, the same surgeon requested the same 70 mm blade for the maxcess retractor system in another surgical procedure. On the back prep table the nuvasive representative determined a small section of the right blade that inserts into the retractor was broken. At that time, the surgeon made a comment "maybe that is what I saw with the c arm on the patient two cases ago. I am not certain how that could happen." The surgeon saw the patient in his office on (B)(6) 2011 and took an x-ray which he reviewed with the patient and indicated this unidentified item on the x-ray was no more than a few mm in size and would cause no harm to the patient.